Event description:
It was reported to boston scientific on 03/03/08, that a jagtome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a female pt on approx one and a half months earlier. According to the complainant, "the physician inserted [the] guide wire into the pt's common bile duct. He tested the jagtome and it worked well. ... [The physician] connected the jagtome with [the] burning device, he [then] pulled the cutting wire and the wire cracked." The procedure was completed with another jagtome rx sphincterotome. No pt complications were reported as a result of this event and the pt's condition was reported as "ok" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken. The broken end of the cutting wire had a blackened appearance (see figure 1, page 3) which indicated that excessive electrical current flowed through the device. The cause of the excessive current is unknown, although possible causes include: improper tome positon allowed the cutting wire to contact the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. A review of the complaint database identified one additional complaint for this lot (from the same customer for the same issue). The device history record for this lot was reviewed; no anomalies were noted. The february 2008 15-month jagtome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.